Manufacturer narrative:
Additional device date: (B)(6) 2004. Hdc currently updated the MDR 80p to reflect filing of mdrs on time. Assuming that if this incident was to re-occur, repair might not be successfully done.

Event description:
Two catheters separated from hub. The nurse repaired both catheters and was able to use them for about 3-4 days. Catheters were secured with statlock. Later the lines had to be discontinued. Both patients were stable. (B)(4).